Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl and a loss of consciousness. Reportedly, the cause was unknown; however customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Customer required assistance from paramedics to treat bg via glucose packets. The customer was instructed to consult with healthcare provider regarding bg level.